Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Missing segments/partial display due to cracked lcd display window. Unable to perform displacement test and self test due to display anomaly. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay.